Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. And the act button does not work. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump was not bumped or dropped and was not exposed to moisture. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with no act, up and escape button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected error, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to buttons not responding.